Event description:
On 04-jan-2024 the health and youth care inspectorate, the competent authority regarding medical devices in the netherlands, notified pentax medical the inspectorate had become aware of several serious incidents in the netherlands involving pentax endoscopes during use. The user facility reported that several perforations occurred while using pentax medical endoscopes. Rootcause analysis conclusions by the hospital; the perforations are likely due to improperly functioning valves. The healthcare facility analysis revealed that maintenance, cleaning and disinfection were not done according to instructions for use. The analysis also revealed that this facility continued to use a faulty valve for endoscopy, even though this fault of valve was visibly detected. Additionally, the analysis also concludes that the probable root cause is user error, rather than a medical device defect. On january 29, 2024 pentax medical emea received additional information from reporting hospital including patient case details. This report is being submitted based on the new information. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect clinical code: 2668 bowel perforation health effect impact code: 2368 sedation, 4641 unexpected medical intervention medical device problem code: 1091 device reprocessing problem, 3026 unintended movement component code: 527valve(s), 943 ring, 525 tube ________________ this device is not distributed in the united states. Evaluation summary pentax medical emea received the following additional information from mumc hospital on january 29, 2024. Patient01: occurrence date: (B)(6) 2022 patient's history: diverticulosis with stenosis formation in sigmoid place perforation: coecum; longitudinal tear; didn't go to coecum with a scoop sedation: dormicum and fentanyl patient damage:died after laparoscopy and laparotomy patient02: occurrence date: (B)(6) 2023 patient's history: positive test via bvo; CT colonography with possible suspicion of tumor/diverticulitis place perforation: distal transverse; 2 length tears, extraluminal sedation: propofol patient damage: laparoscopy with stoma patient03: occurrence date: (B)(6) 2023 patient's history: diverticulitis of the sigmoid place perforation: coecum; didn't go to coecum with a scoop sedation: propofol patient damage: laparoscopy and douglas fir abscess patient04: occurrence date: (B)(6) 2023 patient's history: positive test via bvo; place perforation: coecum; 2 polyps removed 'cold' coecum; hole sedation: propofol patient damage: laparotomy results of the investigation that maintenance, cleaning and disinfection were not done according to instructions for use and visibly faulty valves were not removed from circulation. There were no defects with the endoscope. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured by pentax medical penang on 16-dec-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 16-dec-2019 . 2518897-2024-00001_ec38-i10f2_l0034z0172_patient procedure 01 2518897-2024-00002_ec34-i10tf_a110082_patient procedure 02 2518897-2024-00003_ec38-i10f2_l0034z0115_patient procedure 03 2518897-2024-00008_ec38-i10f2_l0034z0115_patient procedure 04 pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.